Event description:
After receiving a lab value of 120 mg/dl, customer reportedly received the following results on the advantage system within 10 minutes: hi (greater then 600 mg/dl), 102 mg/dl, 129 mg/dl, 218 mg/dl, and 157 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.